Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, it was reported that a beta bionics ilet user experienced a low blood glucose value of 70 mg/dl while setting up a replacement device. The user managed the episode with fast-acting carbs and completed device setup and cgm pairing. No outside medical intervention was required.